Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeding the safe ranges, with the display reading "high"; however, the specific values were not known. To address the issue, the customer administered a correction bolus using the pump. Reportedly, the customer was not properly removing residual air from the cartridge and had been using the same cartridge and infusion set for over 3 days using novolog insulin. The customer was educated on the proper load techniques. The customer resolved the occlusions by changing the infusion set and cartridge before resuming insulin.